Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination around the cable. Further inspection found no abnormally sharp or damaged components. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken conductor wire did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire and the jaws were no longer closing. The event occurred while the surgeon was resecting a fibroid. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a general report was received that during da vinci-assisted surgical procedures, they have experienced broken fenestrated bipolar forceps instruments at several associated hospitals. Specific event and device information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of the wire dropped off in the patient¿s cavity, which the customer felt was becoming a patient safety concern.